Event description:
It was reported that during preparation for a stenting procedure, guide wire tip damage was noted. As the physician was about to advance the luge 182cm wire into the pt, he noticed the spring coil tip of the guidewire looked as if it was fractured. The wire was set aside and the procedure was completed with another guidewire. There were no reported pt. Complications.